Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a high lead impedance out of range warning on the defibrillator coil. The alert window was adjusted and the lead continues to be monitored. The lead remains in use. No patient complications have been reported as a result of this event.